Event description:
Additional information received reported that the adjustment that took place on august 2nd went well. It was stated that the patient was getting stimulation where they needed and was "doing well." No complaints about the adjustment were reported. No further information was reported as of the date of this report.

Event description:
It was reported that the patient went to see the manufacturer representative for reprogramming due to increased pain in the last couple of months. The last time the representative met with the patient impedances were normal. The patient indicated they sort of pulled a back muscle or something similar a while ago. The patient had no stimulation sensation when the device was turned on using program c2. The patient was getting stimulation on all other programs and groups and re-programming would be used to address this problem. Interrogation of the device found impedance measurements were low out of range values, less than 50 ohms, for electrode pairs (B)(4). The patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8840, product type: programmer. Physician product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4) product type: programmer. (B)(4).